Event description:
It was reported that the stent was partially deployed in the lesion and proximal to the lesion (unintended site) and a second stent was deployed in the distal portion of the lesion. There was no pt effect or injury.